Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device is unable to be repaired due to part obsolescence. The device will be decommissioned.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.